Event description:
It was reported the insulin pump had a blank display and high beep. Buttons are not responding. A new battery was inserted and anomaly's persisted. Customer's blood glucose was 10mmo/l. No further information reported.

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specification range. No blank display was noted. The device had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners which were noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.